Manufacturer narrative:
The reported event of great difficulty removing the a-lead from the header which made it necessary to break apart the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This original sbp header requires extra and abnormal force to insert and then remove leads from the connector ports. The cause of the reported event was traced to the mechanical design of the header.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. During the procedure, it was noted that the physician had difficulties removing the lead from the header of the pacemaker (pm). There were no consequences to the patient. The pm was replaced successfully. The patient was stable throughout the procedure.